Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the ovation ix left common iliac limb, 94 mm of cranial migration with additional endovascular procedure is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ib endoleak of the left iliac limb and sac growth of 14.5mm also occurred. The type ib endoleak and sac growth were discovered on (B)(6) 2023 during the review of the 56-month post-computerized tomography (CT) scan and angiogram. The complaint is most likely anatomy-related. There was a sharp 65-degree angulation from the left common iliac artery to the left external iliac artery. The most distal left iliac stent was placed to avoid this anatomic issue, leaving the distal stent diameter at 26.9mm. This likely contributed to cranial migration. Procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status was reported as having good outflow and being discharged to home. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem. G3: date of received by manufacturer. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of the ovation ix abdominal stent graft system. Approximately four and a half (4.5) years post-procedure, it was reported that the stent graft recoiled, retracting into the aneurysm sac. A re-intervention has been completed with the implant of two (2) additional ovation ix iliac limbs. The patient had resulting good outflow and was discharged to go home. Additional information: the clinical assessment determined that there was evidence to suggest a type ib endoleak of the left iliac limb and sac growth of 14.5mm also occurred. The type ib endoleak and sac growth were discovered on (B)(6) 2023 during review of the 56-month post-computerized tomography (CT) scan and angiogram.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of the ovation ix abdominal stent graft system. Approximately four and a half (4.5) years post-procedure, it was reported that the stent graft recoiled, retracting into the aneurysm sac. A re-intervention has been completed with the implant of two (2) additional ovation ix iliac limbs. The patient had resulting good outflow and was discharged to go home.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.